Manufacturer narrative:
The customer did not provide a serial number for the meter, so it was not possible to determine a MFR date.

Event description:
The customer stated that she tested her blood glucose using her contour and true track meters. The contour read 400 mg/dl, while the true track read 150-160mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Customer service offered to help customer troubleshoot, but she disconnected the call. Attempts to contact her were not successful. No product will be returned for evaluation.